Event description:
The surgeon implanted the catheter on (B)(6) 2022, and the value showed normal in the next seven days.on (B)(6) 2022, the surgeon found that the value jumped between 6-38mmhg. The user thought the monitoring value was inaccurate and reported the catheter as an adverse event. This catheter has been discarded by the hospital. No health consequences were reported to have happend on the patient.